Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush button was replaced and the bracket for the o2 flush button bracket was cleaned to resolve the issue. No patient information provided to date after calls to customer 12/20/21 and 12/22/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a stuck o2 flush button resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush button was replaced and the bracket for the o2 flush button bracket was cleaned to resolve the issue. No patient information provided to date after calls to customer 12/20/2021 and 12/22/2021. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a stuck o2 flush button resulting in over delivery of pressure during a case. There was no patient injury.